Manufacturer narrative:
Unit alarmed failed batt test after battery insertion due to faulty battery tube. No button error alarm noted. Unit had intermittent button response due to corroded keypad traces. Unable to test the finish loading alarm due to failed battery test alarm. Unit had a scratched display window, cracked case at display window corner (lower left and lower right corners), cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.